Event description:
It was reported that the patient presented for remote follow up via merlin.net with noise exhibited by the right ventricular lead. The lead was capped and replaced on (B)(6)2022. There were no patient consequences.